Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with noise on the atrial lead. The atrial lead noise had caused inappropriate auto mode switch episodes. The device was reprogrammed. No further information was reported.